Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The batch number is unk, therefore, it was not possible to review the manufacturing records and investigate any other complaints related to the batch that produced the complaint device. The most probable root cause is considered operational context due to the performance of the device being limited by interaction with other devices, interaction with the pt anatomy or other procedural factors. (B) (4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion with moderate calcification was located in the severely tortuous mid right coronary artery. A non bsc 1.25mm balloon was unable to cross the lesion. The 1.5x15mm apex flex over the wire balloon was difficult to cross the lesion. On the first inflation, it ruptured at six atmospheres. The balloon was removed intact. The procedure was completed with a different device. The pt status is listed as no problem with no complications reported.